Manufacturer narrative:
The unit was received by spacelabs healthcare and evaluated by an equipment service center technician. The technician was able to verify the reported issue and isolated the failure to the cpu pcba. The part was ordered, however it has not been received. Once received, the repair will be completed and the device will be returned to the customer for use. The cause of failure was isolated to the cpu pcba.

Event description:
The customer reported that while in use, the xprezzon bedside monitor shut down on its own. The staff reported that the device powered itself back on. The unit was removed from use and the customer has requested a return authorization to ship the unit back to spacelabs technical support. At this time the device has not been received. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.